Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keystroke information was needed. A technical support specialist pulled audit logs from the cabinet and verified that cubies 09-07 and 07-14 matched the details reported in medbank myqlink (mql), both cubies were cycle counted on (B)(6) with no discrepancies (no di created), indicating the physical count matched system records, audit logs also showed that user logged in on (B)(6) at 5:42 pm and initiated a med add transaction for a patient with an existing order, but the transaction was not completed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower keystroke information was needed. However, there were no delays or adverse events or injuries reported based on this event.